Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The day of the event 02/14/2025 the patient experienced throwing up and thought she had the flu at first as the cgm reading was 100 mg/dl. The patient did not take a fingerstick but went to the hospital as she was ¿in diabetic ketoacidosis¿. At the hospital, after waiting for 3 hours, a fingerstick was taken and the blood glucose reading was 500 mg/dl. The patient did not remember what the cgm reading was at that moment. The patient was admitted into the intensive care unit (ICU) and treated with insulin and fluids (most likely intravenous) due to dehydration. The day of the report, which was 2 days after the day of the event, the patient was still at the hospital but stated that the plan was to be discharged that same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.